Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height drawer 2.2. Magnetic strip was missing. A field service engineer found that the middle divider was out of place and reassembled it before replacing the drawer. After replacement, no lights were observed on the pyxis bus module board, so the board from the original drawer was installed. Drawer 2.1 was not detected on boot, leading to replacement of the retractor band. Subsequently, drawer 2.2 was not recognized in med application, so the drawer controller board was replaced using the original drawer, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 pocket a3 had broken and displayed a ¿required maintenance¿ error, and remote support service (rss) confirmed a hardware failure. The customer tried to reboot, but issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.